Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump screw insert not present and won't hold in a phillips screw on the lower right rear case. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "screw insert not present. Will not allow philips screw to stay in. Lower right rear case" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was faulty front case caused by physical damage, the door cover nylon screws are missing. The front case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.